Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital (B)(6) medical ctr. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed to recover. A field service engineer (fse) reseated the row board cable and tested in hardware test application and customer confirmed drawer was functioning properly, then fse found pyxibus cable was cut in three places and after the cable was replaced, the station booted up without any errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on bus and storage space needed to be recovered. However, there were no delays or adverse events or injuries reported based on this event.